Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge at a rate of 8 mvdc per day with the stimulation turned off, which was within the typical ipg battery depletion rate.

Event description:
A report was received that ipg was not working and would not charge. The patient underwent an ipg replacement. The patient was doing well postoperatively.

Event description:
A report was received that ipg was not working and would not charge. The patient underwent an ipg replacement. The patient was doing well postoperatively.